Event description:
A falsely elevated troponin I result of 2.23 ng/ml was obtained on patient 1 and a result of 3.44 ng/ml was obtained on patient 2. The results were reported to the physician who questioned the result. Both tests were repeated and results of 0.00 ng/ml were obtained on both patients. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was reagent contamination due to the r1 probe.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was reagent contamination due to the r1 probe. A dade behring field service representative was dispatched to the account and corrected the malfunction. The instrument is operating within specifications.